Event description:
Our rep reports that during an arthroscopic knee procedure, a portion of the distal tip of one of the drill guides broke off into the condyle and remains buried therein. The repair was concluded successfully without further incident or harm to the pt. The facility discarded the complaint device. (The surgeon stated that this happened to him on 2 other occasions in the recent past, 1 sometime in 2008, and the other sometime in the latter part of 2007...this is as precise as he could get...also see associated mfrs 1221934-2008-00131 and 1221934-2008-001333.

Manufacturer narrative:
Nothing is being returned for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of 1000 devices that were released to distribution. This type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user may have torque the device from side to side as apposed to pulling it straight out to remove it, causing the metal of the guide tube to fatigue and break off. Therefore this is more than likely a user technique issue. Although no injury or pt consequences are being reported, the broken fragment was not retrieved from the pt. There is the possibility that pt injury could potentially occur. We do not know what impact, if any; this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is required.